Event description:
Lasik surgery in 2018. Noticed dry eye symptoms years after. Eye doctors unable to help after surgery. Have been dealing with it since. (In my opinion) severe dry eye, sensitive eyes, terrible night vision/sensitivity. Dependant on otc eye drops for many years.